Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical management. Follow-up with the caregiver confirmed the user presented to the emergency department with a blood glucose value of 30 mg/dl and was treated with intravenous glucose before being discharged approximately six hours later. The caregiver reported the user was taking bactrim for treatment of a urinary tract infection and believed this may have contributed to the hypoglycemic event. The user resumed ilet therapy following discharge and was reported to be doing well. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 19-jun-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl, resulting in emergency room treatment. The user was treated with IV glucose and released the same day. No long-term health effects were reported.